Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer stated that 3-4 days ago the insulin pump would not stop alarming. Customer also mentioned that prior to stuck button alarm, 3 months ago the insulin pump button got stuck on the arm rest of the airplane seat and would not free up, it was resolved and insulin pump worked fine. Stuck button alarm troubleshooting was performed and confirmed that customer did not press a button down for 3 minutes or longer. Battery change did not resolve stuck button alarm issue . The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the displacement test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on 1 was inspected and properly connected. However, unit received with moisture damage noted on electronics assembly, motor and vibrator motor. Unit received cracked retainer, minor scratched display window and scratched case.